Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 5f sheath hole prior to an interventional electrophysiology procedure (ep). Reportedly, with both prostyle devices, the suture separated when the plunger was removed. The knot was noted untied upon device removal. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 18f sheath, and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.